Event description:
Event description guidant received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), while attempting to implant the left ventricular pacing lead, once the coronary sinus (cs) was canulated, the guiding catheter was advanced too far, producing a perforation in the distal segment of the coronary sinus. The perforation precipitated cardiac tamponade, which then required a pericardiocentesis.